Manufacturer narrative:
The device history record (DHR) for lot 324836x could not be conducted. This device was previously manufactured at another facility which has since been closed. When the DHR documentation becomes available, the complaint will be re-opened and updated with the DHR review information. The sample was returned for evaluation. The product sample consisted of one mahurkar dual lumen straight shaft catheter w/straight extensions, 13.5 fr x 24 cm which presented signs of use and was received within a plastic bag. After visual inspection, the red adult adapter was found cracked. The blue adult adapter did not present any issues. The instructions for use (IFU) states that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening the catheter connections can crack some adapters. The evidence provided is not enough to relate this event to the manufacturing operation. It is important to note, 100% of the devices are inspected for cracked adapters per procedure. The dwell time of the catheter is unknown, but based on the event description, since no issues were identified prior to use, it can be concluded that the adapter was more likely damaged during the medical procedure. Based on the available information, the most probable root can be considered the adapter was over tightened, causing the failure. No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the adapter was broken at the level of the arterial site with presence of air in the system. The blood could not be returned to the patient so a blood transfusion was needed (1 x volume). The sample will be returned for evaluation.